Event description:
It was reported during a procedure the ar-523-b511, tibial bearing, made a weird clicking sound. The surgeon did not feel comfortable with the fixation and choose to remove the implant. A similar implant was opened and used to complete the case without any adverse effects. Additional information 6/7/2021 it was reported during a total knee replacement procedure the ar-523-b511, tibial bearing, made a weird clicking sound. The surgeon did not feel comfortable with the fixation and choose to remove the implant. A similar implant was opened and used to complete the case without any adverse effects.

Manufacturer narrative:
Complaint not confirmed. The device locking mechanism was slightly deformed due to the attempted assembly with the tray. The device was however assembled with a tray sample and was found to be properly secured with no clocking other than when the locking mechanism engaged. This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.